Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A dim, pink display was found. The battery cap is missing and a test cap was used for all steps. Test battery cap does tighten fully. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, pink display. This report is made based on results of investigation completed on 09/22/2015.